Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to increase or turn on stimulation with her programmer. Diagnostic testing revealed invalid impedance readings on all lead contacts. It was reported the pt had not had any falls and x-rays will be done. No further information is available at this time.